Event description:
After the filter was implanted into the body, it could not be released. It was seen that the filter could not be opened in the body under dsa development

Manufacturer narrative:
The sample is indicated as available for return. As of this date, the sample had not been returned. A follow-up report will be submitted once the sample is received and reviewed.

Event description:
After the filter was implanted into the body, it could not be released. It was seen that the filter could not be opened in the body under dsa development.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Sample returned from the customer was visually inspected. Customer returned the delivery catheter sheath, dilator, pusher wire and filter pre-loaded in the cartridge. There were no damage found on the product. Functional evaluation of the device was performed. Filter was removed from the cartridge and re-loaded in the cartridge. Cartridge snapped fit with the delivery catheter sheath, filter advanced with the dilator and/or with the pusher wire, filter passed through the delivery catheter sheath and opened normally without any issue. Product complaint mode could not be duplicated during the evaluation and complaint was not confirmed. The most probable cause for the reported issue was most likely the result of the pusher wire or dilator not being fully centered during the procedure. Since the alleged complaint could not be duplicated with the returned device, no further evaluation will be taken. No corrective action is required at this time because a manufacturing defect could not be confirmed.